Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including defib cycle and various defib functions while bench handling without duplicating a malfunction to the device. Review of the device activity logs showed the device experienced a pd reset which suggests the device experienced an undesired circumstance (for example, rfi) to recover. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "defib pacer device failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.